Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were implanted with their first implantable neurostimulator (ins) on (B)(6) 2013, but the device "did not take." Due to this issue, the ins was removed and replaced on (B)(6) 2014. There were no patient symptoms reported and follow-up is not required at this time. The indication for use includes non-malignant pain.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient mentioning that before they ever got the implant their trial had gone well and they then had to wait to get approval to get the stimulator as it was through workers compensation. The patient stated that after they had the ins put in they ¿got horrible chest pain and they reported that they thought it was scar tissue built up from the leads¿. They stated that there was nerve pain too. The patient stated that the day they got the implant was on (B)(6) 2013, and they confirmed that they put a new ins in on (B)(6) 2014. The event date of the chest pain was reported to have occurred since implant ((B)(6) 2019). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.